Event description:
The affiliate reported - it was noted that the ventricles of the patient's brain became smaller and the patient had a headache. The pressure of the device was changed to a higher setting. After the patient's MRI scan, the device could not reprogram. The pressure could be changed just between 30-50mmh2o. Neodymium changed the pressure to 120mmh2o though it was not the expected pressure setting. The valve was replaced by ns9009 at 120mmh2o due to suspected breakage of the valve.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a tear in the catheter was found. It is not possible to determine if the tear occurred during the implant or explant of the device. It was also noted that the device failed the programming test as the cam mechanism only moved slightly. Further investigation revealed the presence of biological debris. Debris was seen throughout the device. The cam mechanism was also checked for magnetism; with a magnetic viewer, this is placed on the cam mechanism under the microscope, a loss of magnetism was noted. The polarity of the magnets is not regular. This could be due to the MRI, it was not noted in the complaint description what static magnetic field used during MRI. As noted in the instructions for use, MRI can be performed at any time after implantation use an mr system with a static magnetic field of 3 t or less; use an mr system with a spatial gradient of 720 gauss/cm or less. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.